Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.